Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and indicated that the syringe not in place alarm was recorded in history. During analysis, the reported issue was able to be duplicated. The timing plates in the plunger head were not set properly. Service reset timing plates in the plunger head and replaced cracked right plunger case.

Event description:
It was reported that syringe not in place alarm was experienced.

Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported issue. It was received with a cracked right plunger case. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of a "syringe not in place alarm." To further investigate, a flow test was performed. The reported event was duplicated. The timing plates in the plunger head were not set properly. It was determined to be induced by the customer. The timing plates were reset in the plunger head and the cracked plunger case was replaced.